Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during the load process. In addition, the insulin gauge was inaccurate. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. The customer's blood glucose level was 73 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue (alarm 30) was identified.